Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited artifact that was sensed resulting in one inappropriate shock. Troubleshooting was performed and the noise could be re-produced by manipulation. The device is programmed in primary. Technical services discussed possible causes and provided troubleshooting options. Additional information was received which reported that the episode occurred when the patient was using a massager near the device therefore, causing these observations. The plan is for a system extraction. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and returned. No additional adverse patient effects were reported.